Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. Date of event is an approximation. On (B)(6) 2024, it was reported that the patient reported that there was no qr or pairing code provided for his sensor, therefore, he was unable to pair a new sensor and start a new sensor session. The patient did not have a bg meter; therefore, he had no way of testing his bg levels. At some point on the same day, the patient began feeling very dizzy and eventually lost consciousness. The patient¿s wife called ems. Once ems arrived, the patient¿s bg meter reading was 30 mg/dl. The patient was given an EKG and was treated with an unspecified medication to raise his bg level. It was noted that the patient regained consciousness after a ¿few hours¿. It was not reported whether the patient was transported to the ER or not. The patient was in good condition at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.